Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion. Leak test was performed and found opening on anterior and radius. A microscopic analysis was performed which identify crease sharp opening on radius. Stress mark. And also identify a striated edge opening. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. A striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.